Event description:
It was reported that there was a total occlusion at the mid rca in an ami patient. As the whisper guide wire was advanced, there was flow noted. Heavy tortuosity was observed at the distal rca. The guide wire was advanced into the distal rca, but it became trapped and would not move further. Another company's dilatation balloon catheter was also advanced over the guide wire, but it would not cross the lesion in the middle rca. When the guide wire was pulled slightly, although there was no resistance felt, the guide wire separated.